Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetes ketoacidosis and hyperglycemia. The customer's blood glucose value at time of incident was 300 mg/dl and current blood glucose value was 365 mg/dl. Customer stated they went to the emergency room and was admitted in the hospital and was asked to remove the insulin pump and was given insulin. Customer stated was back home and needed to reconnect the transmitter. Customer experienced nausea and pressure in the chest and was dehydrated. Customer was treated with insulin. Customer declined troubleshooting insulin pump for high blood glucose, did assistance with connecting transmitter. Customer reported their blood glucose wouldn't go down so they went back friday morning to the emergency room and was admitted and at that point was given insulin through intravenous and customer¿s heart was monitored. Customer was on a diabetes diet when in hospital and also checked customer¿s blood glucose with customer¿s meter and customer¿s blood glucose reading was off from what the hospital meter was reading at. The devices will not be returned for analysis.